Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've tried different setting and have been on program 1 at 1.6v lately. They noticed that they've gone a lot less and is sleeping better because they only get up once or twice, but the urgency does not give them time; the urgency is worsening. Patient is seeing their healthcare provider (hcp) on (B)(6) 2018 and wants to adjust stimulation beforehand. Patient said stimulation was off at 1.6v on program 1; they saw the lightning bolt earlier. During the call, patient successfully synched and turned stimulation back on, but didn't feel stimulation at 1.6v. Basic ins information was reviewed with the patient. They were also redirected to their hcp for instructions on making changes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked what were the circumstances that led to stimulation being off the patient stated they accidentally turned device off when experimenting with the settings. Patient felt stim once the device was turned on. No further patient complications have been reported as a result of this event.